Manufacturer narrative:
The reporter's test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.2 - 3.4 inr): qc 1: 2.6 inr; qc 2: 2.6 inr; qc 3: 2.5 inr. The obtained results were in the allowed range. No error messages occurred during the investigation. Test strip retention samples passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Medwatch fields d4, d9, and h3 were updated.

Manufacturer narrative:
The strips were requested to be returned and a replacement product was sent. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined. Zipcode was not provided.

Event description:
The initial reporter inquiring about questionable results received on a coaguchek xs meter serial number (B)(4) compared to laboratory results. The laboratory used dade innovin reagent in an unknown analyzer. The meter result was 4.0 inr. The laboratory result was 2.6 inr, taken 2 hours apart. The meter result on (B)(6) 2021 was 2.9 inr. The laboratory result on (B)(6) 2021 was 2.1 inr, taken minutes apart. The laboratory results were believed. The patient's therapeutic range was 2.0-3.0 inr, and the prescribed testing interval was weekly.